Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The product sample was received for evaluation. Visual and functional testing were performed. The sample was received in fair physical condition. The keypad and labels were all intact. The housing was damaged. Event history log review found no related errors. The device was started in application and problems were found with the device double beeping with a cassette attached, which is causing the " no disposable" alarm. The root cause of the reported issue could not be determined. Action(s) were taken to mitigate the reported issue: the dso (downstream occlusion) sensor was replaced and the upstream occlusion was recalibrated.

Event description:
It was reported that the pump displayed 'no disposable, pump won't run'. No patient injury was reported.